Event description:
It was reported that during the operation, there is a teardrop-shaped hole of 1~2 mm that occurred while using biogel pi micro gloves for orthopedic or gynecology surgery. The surgical staff had to look for the pieces and cannot confirm if all pieces were found and removed from the surgical site. Therefore, due to a lack of information regarding the glove retrieval, this complaint has been assessed and classified as a serious event associated with the use of a molnlycke product and is considered reportable to the us FDA. The facility is unable to provide lot information, exact size of glove and/or patient specifics. The facility did not document any additional information. No additional information is available or expected.